Manufacturer narrative:
Additional narrative: implant date was reported as an unknown date in (B)(6) 2011; it should be reported as unknown date in 2011 (month and day are unknown). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that a prodisc-l revision surgery was performed due to persistent lower back pain. The original surgery was performed at another hospital on an unknown date during (B)(6) 2011. During the original surgery the patient was implanted with modular disc prosthesis (prodisc-l) at levels l5-s1. The clinical outcome was not satisfactory. A revision surgery which included a posterior fusion was performed on an unknown date but with temporary success. An additional revision surgery was performed on (B)(6) 2015 to remove the prodisc-l implants (polyethylene inlay, superior endplate and inferior endplate) and fuse with an unknown interbody device at levels l5-s1. No revision-related complications were reported. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that the: the investigation of the delivered parts and the description post-operatively were not sufficient to determine the root cause of the complaint. The polyethylene inlay shows small indentations which can be linked to the connection of the forceps to the implant to explant the implant. Further no irregularities are found that could have led to post-operative pain. The exact hazard leading to this harm can¿t be verified with the provided information, as the hazard can¿t be defined neither can the cause of hazard. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight were not provided by reporter. Event date: unknown. Initial reporter phone number is(B)(6). Implant date: date of implant was reported as an unknown date in (B)(6) 2011. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.